Event description:
Oversensing with inappropriate therapies was reported. The patient was hospitalized. The pulse generator was reprogrammed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes update received 15-aug-2024, the patient received multiple inappropriate shocks due to noise in the right ventricular lead caused by fracture of the rv lead. The patient was hospitalized and underwent surgical review of the system with replacement of the rv lead. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 30, 2024 and july 23, 2024 recorded the pacing impedance around 500 ohms with increase to 700 ohms at the end of the recording period. The shock impedance was around 80 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led oversensing. In particular in episode no. 81 and 87 from july 23, 2024 the oversensing led to inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Update received (B)(6) 2024, the patient received multiple inappropriate shocks due to noise in the right ventricular lead caused by fracture of the rv lead. The patient was hospitalized and underwent surgical review of the system with replacement of the rv lead. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.